Event description:
The customer contact reported concurrent flow. The secondary tubing set was being used for piggyback delivery of an unspecified antibiotic and was connected to an unspecified primary tubing set. The customer contact reported the secondary solution container was raised higher than the primary solution container. After an unspecified length of time in use while the secondary solution was delivering, it was reported the primary solution was also delivering. The customer contact reported the tubing set was either adjusted or replaced and the therapy was resumed. There was no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.